Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the patient has sought medical assistance due to hypoglycemia experienced on the evening of (B)(6) 2026. The patient's blood glucose levels declined to below 2 mmol/l (36 mg/dl) while wearing the pod beetween 37 to 48 hours. The patient reportedly did not have access to the omnipod controller at the time of the event, as the controller had been lost while the patient was away from home. Emergency services reportedly attended due to the severity of the hypoglycemic event, the pod was reportedly still worn and was not removed. The hypoglycemia was treated using a glucagon kit and liquid glucose. And the patient was reported to have stabilized and returned home by the following morning. The patient¿s father stated that alcohol consumption may have contributed to the event.